Event description:
The surgeon began inserting the screw into the femur, securing a bone-tendon-bone allograft. When the screw was halfway into the femoral tunnel the screw broke. The broken screw resulted in a 10 minute delay to the procedure.